Event description:
A medtronic representative reported, during a cranial procedure, that after registering the patient successfully with pointmerge technique that uses fiducials (2.16 pav). The surgeon had felt accurate and went sterile; he identified the center of the lesion and made the bone flap. The surgeon expected to be in the center of the lesion but was inaccurate and had to extend the bone flap 5mm to capture and re-set the rest of the lesion. The surgery has completed the surgery successfully with the use of the stealthstation s7 system. There was no impact on patient outcome reported.

Manufacturer narrative:
A medtronic representative, at the site, after testing with a better model for registration the system was accurate. Software is functioning as designed.